Event description:
Called to room by rn to ventilator alarming and pt complaining of being unable to breathe. Ventilator was alarming disconnection so I checked all connections. Everything was fine. Rn began to bag pt while I switched out the ventilator. After switching out the ventilator I discovered a crack in the circuit but no leak was heard and no high leak alarm sound. Not sure what the issue was with ventilator.